Manufacturer narrative:
The customer was not able to provide the lot number which determines the manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that while in use on a patient, the 15 mm connector was disconnected and the tube moved further into the patient's nose. According to the reporter, the connector was lost and not available for return. The customer indicated that a replacement tube was required however there was no further harm reported.

Manufacturer narrative:
One sample was received for evaluation and the reported event was confirmed. A visual inspection was conducted and it was observed the tube was missing the 15mm connector although this is evidence of the insertion of the connector. A dimensional test was performed the mark of insertion of the 15mm connector and the inner diameter of the tube were measured and found to be within applicable specifications. No damage was observed in the proximal end of the tube. If information is provided in the future, a supplemental report will be issued.